Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). An additional evaluation was performed and the report states the following: the product investigation and visual inspection did not show any discrepancies from the specification. Further, the investigation reports cause of failure to be due to distractor tip was not completely tightened or the rack distractor was not fully below, in which a part of the screw threading broke. Without a lot number the device history records review could not be completed.

Event description:
It was reported during a procedure on (B)(6) 2001; the screw broke off during distraction. This is report 1 of 1 for complaint (B)(4).